Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (9 mg/ml at .43 mg/day) and bupivacaine (10 mg/ml at .48 mg/day) via an implanted pump. It was reported that a dye study was performed, and it was found that the catheter was not delivering into the intrathecal space due to fractures. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The entire catheter was replaced with a newer model catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 15-nov-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Pli 10: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.